Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. The error resolved when the settings were updated. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus technical assistance center (tac) via telephone to report, that during a diagnostic procedure there was no issue with the scope image on the primary monitor, however, there was no image from the secondary karl storz monitor connected to the provation computer. During troubleshoot, the customer found that there was a serial digital interface (sdi) cable from the sdi out port on the evis exera iii video system center connected to a wall plate used for provation. The customer was advised to contact provation for further support. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Information was received from the hospital biomed stating that the issue was resolved through it and provations md. The color settings had been changed and there was no issue with the olympus device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.